Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 at 780 mcg dose via intrathecal drug delivery pump for unknown indication for use. It was reported return of spasticity and irritability occurred. No environmental/external/patient factors that may have led or contributed to the issue were reported. Telemetry was performed. Motor stall at 6:30 am occurred. It was not recovered at 8:00 pm. The patient came to emergency room with alarming pump. At the time of this report, the issue had not resolved and patient status was alive- no injury. Pump was replaced on (B)(6) 2018. Old pump would be returned for evaluation and the hcp requested follow up report. Pump experienced a motor stall not after magnetic resonance imaging (MRI). No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.